Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an array inversion was noted when the catheter was being retracted. A knot was also noted to have occurred. Nthe inversion likely occurred when the guide wire had double backed on itself during manipulation into the left superior vein, and it was noted that the left atrium in this patient was very small. The catheter was eventually able to be retrieved into the sheath intact and removed from the patient's body. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.